Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal bleeding could not be determined as the device was not returned for evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2015. It was reported that the patient was moved up on the transplant list because of gi bleeding. It was reported that the pump would be returned for evaluation.

Manufacturer narrative:
(B)(4): approximate age of device ¿ 41 days.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2015 with an international normalized ratio (inr) of 2.2. The patient was discontinued from coumadin and underwent a colonoscopy on an unspecified date. The source of gi bleeding was not found, therefore the patient was referred for a double balloon enteroscopy at another hospital. The patient was placed on the transplant list. It was reported that the patient was discharged home on (B)(6) 2015 and remains off of anticoagulation therapy. No further information was provided.